Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.

Event description:
It was reported that the cap of the transfer set was found loose in the packaging, before it was opened. There was no patient involvement, no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A companion sample was received by baxter in an unopened package. Visual inspection found that the ring pull cap was separated from the patient connector inside the unopened pouch. The root cause of this issue was determined to be manufacturing related. To address this issue, this information was reviewed with the appropriate personnel at the manufacturing plant. A batch review performed for the manufacturing lot revealed no deviations from standard procedure, indicating that there was no process change that would have contributed to this issue. Should additional relevant information become available a supplemental report will be submitted.